Event description:
Additional information received. After consulting with physicians in another facility, it was suggested that the cause was not a tear but rather a recurrence from the original lesion, that the anterior leaflet may be coming loose, or misrecognition of the coaptation position, resulting in grasping at an orientation of 11:5 instead of the intended 12:6. If left untreated there is a risk that the implant could detach. The medial side of the anterior leaflet of the implant was securely grasped with a well-formed tissue bridge, while the lateral side was disengaged as the tissue bridge was unclear. It is possible that the implant was grasping with only two of the four retention elements. At present, there are no symptoms. The policy is not to perform additional treatment.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11. Per internal imaging evaluation, there is mr progression 7 days after the ace implant. After a single pascal ace was implanted, it appears that an anterior mv chord may have been grasped instead of leaflet. On post-operative day 7, the mr had reverted to severe, with the ace device attached to an anterior chord near the papillary head instead of leaflet tissue. At the time of the final tee, the residual mr appears qualitatively, 4 - severe.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. H6 type of investigation: analysis of images. H6 type of investigation: labelling review. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with objective evidence based on imaging provided. Imaging was provided and concluded that while the device initially appeared stabile with an initial improvement in mr, the mr reverted to severe on pod 7 as a result of the implant likely being attached to an anterior chord instead of leaflet tissue. Possible contributing factors include procedural factors (inadequate leaflet grasping) and imaging issue (inaccurate view planes). The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per report received from japan, edwards received notification of a pascal precision ace procedure in mitral position where there is a possibility of a leaflet tear. The patient underwent one pascal implantation on (B)(6) 2025. A report was received from the implanting physician, on (B)(6), indicating a possible slda (single leaflet device attachment). On (B)(6), the ew clinical specialist visited the hospital to review the transthoracic echocardiographic images taken on (B)(6). In the parasternal view, the anterior leaflet appeared detached from the implant, raising suspicion of slda. However, in the four-chamber view, both the anterior and posterior leaflets appeared to be securely grasped by the implant. In the short-axis view, there were mixed findings. Some images suggested complete detachment of the anterior leaflet, while others resembled a double orifice. Compared to immediately after the procedure, mitral regurgitation (mr) had increased. Despite this, the patient remained asymptomatic and clinically stable. A transesophageal echocardiogram was performed on (B)(6). Upon reviewing the images, slda was not present. However, the implant showed increased mobility, and there was a suggestion of a tear on the medial side adjacent to the implant, although the exact cause remains unclear. It is considered that the fragility of the valvular tissue due to steroid use may have contributed to the inability of the tissue to withstand the grasping force of the implant, resulting in a tear. The event does not appear to be related to anatomical complexity or procedural technique. The degree of mr was 4+ before the procedure, improved to 1+ immediately after, but increased again to approximately 4+ following the event, with reverse flow observed in the right pv. At present, the patient has no symptoms and no adverse health effects have been observed. A discussion regarding the need for reintervention is scheduled for (B)(6). The device remained implanted in the patient.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.